Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted successfully. The mr grade was reduced. There were no adverse patient effects or clinically significant delays. In (B)(6) 2025, the patient returned symptomatic with undisclosed symptoms. It was determined that the mitraclip had partially detached from one of the leaflets. The mr grade returned to 4.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because the part number and lot number were unable to be provided. Based on available information, the reported migration appears to be related to patient condition (worsening leaflet quality related to cancer treatments). The reported mitral regurgitation is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade was reduced. There were no adverse patient effects or clinically significant delays. In (B)(6) 2025, the patient returned. It was determined that the mitraclip had partially detached from the posterior leaflet. The mr grade returned to 4.